Event description:
It was reported that the user experienced recurrent low blood glucose readings around 50 mg/dl most mornings while using the ilet, and during follow-up the user described overtreatment of lows and received education on low blood glucose treatment, appropriate meal announcements, and meal sizes. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and user education. Investigation included review of available data and user interview regarding alarms and low-glucose management. Investigation of this case revealed no device malfunction reported and suggested user technique factors, including overtreatment of hypoglycemia and meal announcement practices, as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.